Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease likely impacted the event.

Manufacturer narrative:
The device was not returned to edwards for evaluation for as it remains implanted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cuase of the event cannot be determined at this time. A supplemental MDR will be submitted when the investigation is completed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a patient with a 25mm 7300tfx mitral valve implanted seven (7) years, two (2) months, underwent valve-in-valve procedure due to severe mitral stenosis. Patient presented with dyspnea and found to be in cardiogenic shock. A 26mm 9750tfx transcatheter valve was implanted inside the 25mm valve.